Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shock therapy due to oversensing of noise related to air entrapment. The patient was recently implanted with this device. Technical services recommended turning the device off and provided troubleshooting options. X-rays will also be performed. At this time, the system remains in service. No additional adverse patient effects were reported. Additional information was received which reported troubleshooting was performed and they tried to manipulate the pocket, xiphoid and sternum however they could not reproduce noise. The physician decided to turn off therapy for a week and then the patient will be brought back to the clinic for another evaluation. At this time, the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the <<description>> field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shock therapy due to oversensing of noise related to air entrapment. The patient was recently implanted with this device. Technical services recommended turning the device off and provided troubleshooting options. X-rays will also be performed. At this time, the system remains in service. No additional adverse patient effects were reported. Additional information was received which reported troubleshooting was performed and they tried to manipulate the pocket, xiphoid and sternum however they could not reproduce noise. The physician decided to turn off therapy for a week and then the patient will be brought back to the clinic for another evaluation. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shock therapy due to oversensing of noise related to air entrapment. The patient was recently implanted with this device. Technical services recommended turning the device off and provided troubleshooting options. X-rays will also be performed. At this time, the system remains in service. No additional adverse patient effects were reported.